Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had lost power during a patient event where the patient was only being monitored. The patient did not suffer any adverse effects during this event. This issue was reported in addition to a couple of non critical issues which occurred during other patient events.